Event description:
The female pt had a history of angina pectoris (ap). The target lesion was the proximal to mid left anterior descending (lad). The vessel was a de novo, concentric and ostial lesion. Aha/acc classification of the vessel was a type c. The lesion length was 30mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilation was conducted with a balloon (2.5 x 20mm) at 6 atmospheres (atm) for 10 seconds. First cypher (3.0x23mm) was implanted at 12 atm for 20 seconds. Second cypher (3.0 x 18mm) was implanted at 14 atm for 15 seconds proximal to the first cypher overlapping it. Post-dilation was not conducted. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Approx seven months later, the pt developed cardiac shock and came to the neighboring hosp. He was treated by vasopressor for the cardiac shock. Though he still had chest pain, he was in stable condition so he was sent to another hosp for pci. A coronary angiography was conducted and a small thrombus was observed at the proximal edge of the implanted cypher stents and in proximal left circumflex. Iapb was inserted. To treat the thrombus, heparin (8,000u/day) was continually administered for 4 days.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2006-00717 this device ID distributed outside the united states; however it is similar to the united states product. The product is not available for analysis.